Event description:
The recent download from a (B) (6) male patient revealed several "battery charger fault" flags. Further review showed that they occurred all on the same battery pack. Support contacted the patient who stated that he is not wearing the system because "he has not had chest pain in he couldn't say how long." He stated that he has an appointment next week with his prescribing physician. Support encourage the patient to wear the system until his doctor's appointment but the patient refused.

Manufacturer narrative:
Device evaluation summary: device evaluation battery pack (B) (4) has been completed. One battery pack (B) (4) would not work because there was an unknown substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unknown substance. No adverse event occurred due to the defective battery pack.